Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the mid-circumflex artery. Prior to the use of an omniwire, pci was preformed to the om2 and proximal circumflex using a runthrough wire. Afterwards, the omniwire was used for measurement. During advancement, the wire appeared to have been placed between the two layers of previously placed stent struts. Upon removal, it was noted that approximately 6mm of the distal tip broke inside the patient. Using a snare, several attempts were made for removal, but were unsuccessful. Being that the distal tip was lodged between two layers of stents, it was decided to stent it to the vessel wall. Therefore, multiple balloon inflations were performed to fully expand the existing stents in order to keep it from moving. No patient injury reported. This adverse event and product problem is being submitted due to the tip separation. Additional intervention was unsuccessful, thus was retained in the patient via existing stent.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was discarded by the facility, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.